Manufacturer narrative:
Concomitant medical products: 37713 pain stim ipg; 39565-65 pain stim lead, implanted: (B)(6) 2011; 3357-40c ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post replacement procedure, the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.